Event description:
It was reported that the bi-fuse was broken at y-site. The customer states that there is no known patient harm.

Manufacturer narrative:
The customer¿s report that the bi-fuse was broken at y-site was confirmed. Visual inspection found the suspect set separated between the tubing and the y-connector outlet. Closer inspection of the separation under a lab microscope observed solvent around the end of the tubing where the separation occurred. No other damage was observed on the set and its components. Functional testing could not be performed on the suspect set due to the separation. Initial investigation suggested this event may be due to mechanical interference between the parallel connector receiving pocket and tubing component. The root cause of the customer's report is manufacturing issue.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Concomitant medical product: blue cap x2 and non-bd extension set;mz9226;(2)mz1000-07; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the bi-fuse was broken at y-site. The customer states that there is no known patient harm.